Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Two kinks were observed on the catheter tubing approximately 61.5cm and 33.5cm from iab tip. The optical fiber was found to be broken within the approximately 61.5cm from the iab tip. The three-way stopcock, extender tubing, and pressure tubing were also returned for evaluation. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The optical fiber break was found within a kink, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: cicu manager. Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (ia)b therapy, a fiber optic sensor failure occurred. Troubleshooting aid given to no avail. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a